Event description:
The upper jaw broke free in the pt's knee. A 45 - minute delay was experienced in order to remove the piece. Confirmed that a different grasper was available to retrieve the broken piece and complete the surgery with. He stated that when the instrument broke, the surgeon was removing meniscus tissue. The procedure was successfully completed without further incident.